Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: lot information not provided - DHR could not be reviewed. Stock product reviewed results: lot information not provided - stock product could not be reviewed. Investigation methods/results: customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: the root cause for this failure cannot be explicitly determined. Probable root cause is the over prepared osteotomy during the initial site preparation which may have caused the implant to submerge below the bone level. Additionally, it is unclear the methods of site preparation used during the initial procedure. IFU 6538 rev 5.0 (hahn tapered implant guided surgery system) contains the following statement in site preparation section: "step 1: alignment drill - select the alignment drill with a diameter matching that of the implant. With copious irrigation, perforate the alveolar crest. Note: if placing a hahn tapered implant that is 3.0 mm in diameter, proceed to step 3: shaping drill. Step 2: pilot drill (for ø3.5 mm - ø5.0 mm implants) - if placing a hahn tapered implant that is 3.5 mm in diameter or greater, pilot drills are used to deepen the osteotomy. Each pilot drill is labeled according to the diameter of implant for which it is intended to be used. Pilot drills are available in three lengths: a (8 mm), b (10 mm), c (13 mm). Select the appropriate pilot drill, accounting for the size of the implant to be placed, taking care not to exceed the length of the implant. If placing an implant that is 8 mm in length, pilot drill a should be used. If placing an implant that is 10 mm or 11.5 mm in length, pilot drill b should be used. If placing an implant that is 13 mm or 16 mm in length, pilot drill c should be used. With copious irrigation, drill a pilot hole to depth. Step 3: shaping drill - each shaping drill is both diameter- and length-specific, to match the size of the prescribed implant. Select the appropriate shaping drill, taking care not to exceed the length of the implant. With copious irrigation, drill to depth. The drill should correspond with the matching implant size, with the goal of achieving high primary stability upon implant placement."

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the surgical guide measurement is inaccurate. The patient's bone type is unknown. The patient has removable partials. The patient presented on (B)(6) 2023 for a primary procedure on tooth #11. During preparation for placement, the provider noted that the accuracy of the measurement guide may have been incorrect. When the implant was placed, it was submerged below the bone level, and the implant began to spin. The provider was unable to achieve stability, and the device was removed and replaced in a different area.